Event description:
--

Manufacturer narrative:
All available information indicates that the lead remains in service. There is no additional information available. If additional information becomes available the event will be updated.

Event description:
Boston scientific crm received information that this right ventricular (rv) defibrillation lead had dislodged due to twiddler's syndrome. A revision procedure took place and it was successfully repositioned. To date, there have been no reported adverse patient effects associated with this clinical observation.

Manufacturer narrative:
Subsequently this rv lead was explanted following the death of this patient. There were no reported allegations regarding the functionality of the system implanted. Analysis of the returned product is currently ongoing. This event will be updated upon completion of the analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the proximal section of the returned lead was performed. Set screw marks were noted on all terminals. Visual inspection noted bunching of the gore on the rate/sense portion. It was confirmed that the lead met specifications, electrically. Laboratory testing was unable to confirm the reported clinical observations from the segment of the lead returned.